Event description:
The customer stated that he tested his blood glucose\ and received a reading around 600 mg/dl. He retested within a few minutes, and received a reading under 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also performed a normal control test while troubleshooting, and received a result of 211 mg/dl. The normal control range is 92-127 mg/dl. The meter and strips are to be returned for evaluation, and replacement products will be sent.